Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. Multiple splits were noted to the port septum. No leaks were observed throughout tests. Therefore the investigation is unconfirmed for the reported fracture as no fracture was noted to the port septum and only a split was noted to the septum. Therefore the investigation is confirmed for the identified material split issue. The investigation is also unconfirmed for the reported fluid leak issue as no evidence of leak was noted upon sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that one month and twenty seven days post port placement, the needle allegedly leaked from the removal site in the second and third chemotherapy. It was further reported that there was inflammation at the port implantation site with traces of cracking at the septum. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that one month and twenty seven days post port placement, the needle allegedly leaked from the removal site in the second and third chemotherapy. It was further reported that there was inflammation at the port implantation site with traces of cracking at the septum. Reportedly, the port was removed. There was no reported patient injury.